Event description:
It was reported that during a pm check of the 9900 system the max "r" levels are too high. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The max "r" malfunction was verified. Recalibrated the ma limits (normal and high) for the system. Rebooted system several times and the system was found to be working as intended. It was also noted, at first try, the system would not boot up. Reseated the workstation pcbs and system worked as intended. System returned to service.